Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt the right atrial (ra) lead was advanced to the ra appendage and the screw would not extend after multiple attempts. The ra lead was removed and it was confirmed that the screw would not extend. The ra lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.